Event description:
As reported per medwatch report (mw5158505): "first hole started I did not think of it as a stab until I had repeated stabs. I went to (B)(6) and virtual hospital many times " at x-rays blood work were done. Second stab came and it, felt like a "giant" needle. I would yell out in pain. The third hole appeared shortly after each hole. I would be, rush to the hospital. The hospital could not tell what the stab wound was coming from. But I knew, because no organ would, make holes or stabs that would make me bleed and make holes in my abdominals. I have been bleeding from holes a long time. Given iron pills to prevent low bleed. I was sent to a doctor to apply a liquid solution to stop the bleeding. I have been sent to the same doctor to apply a liquid, but bleeding to this day, it has not stopped. Four (4) or more visits over the years since my hernia repairs. I had a heart attack, stroke and was not able to walk for over 4 months and the present time my health is worse. I take many medications. I never know when I am going to be stabbed again by hernia implant. I am on many mediations. You may get an in print from pharmacy. Let me know if you need it. I had an allergic reaction to bandages and have to use other type for bleeding. (3 holes appears) when I used bandages on the holes in my abdominal holes I received a rash, itching and my nurse was in shock she turned her head. She told me it was allergic reaction and we, used sterile pads with non-adhesive tape. I was itching out of control. My skin was red, bleeding. I was itching out of control. My skin was red, bleeding. My nurse stops using bandage with adhesive because, I had allergic reaction. The second day we saw a difference. Before and after picture will be sent on the internet if needed. Separate stab wound # 3-0 vicryl. Skin is closed with staples. Vaginal and bowel prolapsed. I may have to have blood transfusion if blood and blooding not resolved. Ref report # mw5158506."

Manufacturer narrative:
The information obtained is limited to the received medwatch report. Based on the information provided, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient¿s alleged clinical course. It is alleged that post implant of a marlex mesh (bard flat mesh) the patient had injuries, bleeding and pain thereby underwent treatment. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (09-sep-2024) is documented as a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.